Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. A45114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2012). Concurrent conditions included body mass index normal, menstruation irregular, uterine prolapse, breast lump, hemorrhoids, cystitis, heartburn and dysfunctional uterine bleeding. Concomitant products included bupropion (wellbutrin), levothyroxine, levothyroxine sodium (synthroid), progesterone (prometrium) and thyroid (armour thyroid). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue") and migraine ("migraines"). In 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), headache ("headache"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), nausea ("nausea"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ( hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, urinary incontinence, urinary tract infection, migraine, weight increased, depression and vaginal discharge had resolved and the dysmenorrhoea, abdominal pain, abdominal pain lower, feeling abnormal, headache, bladder disorder, urinary tract disorder, fatigue, cystitis, nausea and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event menorrhagia, bladder problems, urinary problems, urinary incontinence, fatigue, urinary tract infection, bladder infection, migraines, nausea, weight gain, anxiety, depression, vaginal discharge added. Reporters,events outcome, concurrent condition, concomitant medication, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A45114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 ((B)(6)2005, (B)(6)2010, (B)(6)2012). Concurrent conditions included body mass index normal, menstruation irregular, uterine prolapse, breast lump, hemorrhoids, cystitis, heartburn and dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, levothyroxine sodium (synthroid), progesterone (prometrium) and thyroid (armour thyroid). On (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue") and migraine ("migraines"). In 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), headache ("headache"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6)2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, urinary incontinence, urinary tract infection, migraine, weight increased, depression and vaginal discharge had resolved, the dysmenorrhoea, abdominal pain, abdominal pain lower, feeling abnormal, headache, bladder disorder, urinary tract disorder, fatigue, cystitis, nausea and anxiety outcome was unknown and the menstruation irregular had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received and event irregular periods were added incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') in an adult female patient who had essure (batch no. A45114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4 (B)(6)2005, (B)(6)2010, (B)(6)2012). Concurrent conditions included body mass index normal, menstruation irregular, uterine prolapse, breast lump, hemorrhoids, cystitis, heartburn and dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), levothyroxine, levothyroxine sodium (synthroid) and thyroid (armour thyroid). On (B)(6)2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), headache ("headache"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge"), menstruation irregular ("irregular periods") and abdominal distension ("bloating"). The patient was treated with surgery (B)(6)2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, urinary incontinence, urinary tract infection, migraine, weight increased, depression and vaginal discharge had resolved, the dysmenorrhoea, abdominal pain, abdominal pain lower, feeling abnormal, headache, bladder disorder, urinary tract disorder, fatigue, cystitis, nausea, anxiety and abdominal distension outcome was unknown and the menstruation irregular had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: social media received: reporter information was added. New event "bloating was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A45114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 ((B)(6) 2005, (B)(6) 2010, (B)(6) 2012). Concurrent conditions included body mass index normal, menstruation irregular, uterine prolapse, breast lump, hemorrhoids, cystitis, heartburn and dysfunctional uterine bleeding. Concomitant products included bupropion (wellbutrin), levothyroxine, levothyroxine sodium (synthroid), progesterone (prometrium) and thyroid (armour thyroid). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue") and migraine ("migraines"). In 2015, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary incontinence ("urinary incontinence"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), headache ("headache"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), nausea ("nausea"), weight increased ("weight gain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2016 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, menorrhagia, urinary incontinence, urinary tract infection, migraine, weight increased, depression and vaginal discharge had resolved and the dysmenorrhoea, abdominal pain, abdominal pain lower, feeling abnormal, headache, bladder disorder, urinary tract disorder, fatigue, cystitis, nausea and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog") and headache ("headache"). The patient was treated with surgery (patient underwent a hysterosalpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, abdominal pain lower, feeling abnormal and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, feeling abnormal, headache, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.